Event description:
It was reported that the ilet user¿s caregiver deployed the infusion set incorrectly by pulling the inserter back while the adhesive disk was pressed to the user¿s body. After which a new infusion set was deployed and functioned without leaks or issues; the event pertains to the infusion set and cartridge, with a usage error during deployment involving the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.